Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the inside box was damaged and sterile seal was compromised. Outer box did not show damage. No additional information at this time.

Manufacturer narrative:
Visual evaluation of the returned product identified that the outer carton and sterile blisters have been damaged; both inner and outer sterile cavities have stress marks and cracks, the inner sterile blister has been damaged but the sterile barrier is intact. Sterility of the product has not been compromised. The complaint has been confirmed by visual evaluation. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history found no additional related issues for this item and the reported item and lot combination. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The product was likely conforming when it left zimmer biomet control. The root cause of the reported issue is attributed to transit damage. No corrective actions, preventive actions, or field actions resulted after the investigation of this event.

Event description:
No further event information available at the time of this report.